Manufacturer narrative:
The device history record (DHR) for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were within acceptable criteria as per established sampling plan levels quality procedures. One decontaminated sample was received for evaluation. A visual inspection was performed according to procedure. Additionally, a functional test was performed. It was observed that it was leaking at the tip of the tube. Based on historical data the supplier was issued a formal corrective/preventative action (CAPA) the root cause and action plan will be documented to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Event description:
Customer reports: the balloon on the device burst.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.